Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 4.1 inr/2.9 inr, 4.4 inr/3.2 inr, 6.2 inr/4.5 inr, 4.1 inr/3.1 inr, 5.3 inr/3.3 inr, 4.1 inr/2.9 inr, 4.2 inr/3.0 inr, 4.9 inr/3.6 inr, 5.4 inr/4.0 inr, 4.2 inr/3.2 inr, 5.3 inr/3.5 inr, 5.0 inr/3.7 inr, 6.4 inr/4.7 inr, 5.8 inr/4.3 inr, 4.1 inr/2.9 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.